Event description:
It was reported that the device has a ¿damaged hook¿, and that ¿during surgery, the coating started to come off the hook. It was immediately removed and replaced; no delay and no patient impact.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that part of the hook's coating started to melt during surgery. There is no fragment and no patient impact. Tests were made on the hook with a monopolar generator set to maximum power output without managing to reproduce the incident. Since the problem could not be reproduced, the cause cannot be determined with absolute certainty; however, the hook may have been used outside of the recommended range of voltage, especially with high-voltage modes like fulguration or spray coagulation (up to 4500 vp). The IFU stipulates that the instruments should not be used with a voltage exceeding 1958 vp. The coating may also have been damaged prior to the use.